Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply and the video amplifier board. System operates as intended.

Event description:
The customer reported, the system will not display images. No pt injury was reported.